Event description:
It was reported that the patients midline incision site was leaking fluid. It was also noted that the patient had difficulty charging the ipg. The physician provided care for the fluid leaking at the said site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7109309. Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 545353.